Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The device was archived at boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) on (B)(6) 2012 and was removed and replaced due to suspected premature battery depletion (pbd). The explanted device will be returned to bsc to be analyzed. No adverse patient effects were reported.

Manufacturer narrative:
To date the explanted device has not been received at boston scientific. Upon receipt the device will under go details laboratory analysis in an attempt to confirm and determine the root cause of this event.